Manufacturer narrative:
Two used company cartridges were returned with eleven unopened company cartridges also returned for reported lot. The two returned used cartridges did not exhibit an adequate amount of viscoelastic. Both used cartridges had evidence of placement into a hand piece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Both returned used cartridge had damage with internal disruption in the coating on the top and bottom center of the tip. Two of the eleven returned, unopened cartridges were opened for evaluation. No damage or foreign material was observed. The unopened cartridges were functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. Non-qualified lens models and viscoelastic were indicated. It is unknown if a qualified hand piece was used. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridges, the reported foreign material may have been internal coating material from the damaged cartridge tips. The root cause for the reported issue may be related to a failure to follow the dfu. Information was provided that non-"company" iols were used. Per the dfu: the iol delivery system is for implantation of company qualified iols. No unqualified lenses should be used with the iol delivery system. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure a foreign material was found to be adhered to iol surface. The surgery was completed without product replacement. Additional information was requested and received.